Manufacturer narrative:
(B)(6).

Event description:
It was reported the camera control unit (B)(4) did not present an image during a procedure. No back up device available. Procedure cancelled. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of blank video signal was confirmed. Cause of signal loss is a worn out ccu receptacle. Pins in receptacle are worn out which causes bad contact. Ccu passes functional testing with a known good receptacle installed. The complaint investigation has concluded that this unit has succumbed to normal wear and tear and is in need of non-warranty repair.